Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 127-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. The customer is currently (not) taking medication to manage diabetes. The product is not stored according to specification. The test strip lot manufacturer's expiration date is 6/30/2018 and open vial date is (B)(6) 2015. The meter memory was reviewed for previous test result history (date / time not set): 87mg/dl (B)(6) 2015 07:12:00 pm fasting:yes; 124mg/dl (B)(6) 2015 01:05:00 pm fasting:yes; 110mg/dl (B)(6) 2015 05:51:00 am fasting:yes; 104mg/dl (B)(6) 2015 05:51:00 am fasting:yes; 146mg/dl (B)(6) 2015 08:48:00 am fasting:yes. Customers concern: customer is concern with all the results under 130mg/dl but especially result of 87mg/dl that was taken on (B)(6) 2015 at 7:12pm. Since (B)(6) of this year she has been getting low blood results. Customer states that before (B)(6) her results was over 140mg/dl and her eating habits have not changed. Customer states that the feel meter results are not correct. Customer states that she was eating a lot of sugar today and the meter is giving low blood results. Customer states that she feels great but the meter giving low blood results. Customer states that she is concern with all the results that are under 130mg/dl.